Manufacturer narrative:
On 19 september 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics at the time of complaint closure. A review of the in vivo glucose data revealed findings consistent with situations in which estimated values provided by the app were entered as calibrations rather than true blood glucose (bg) values. Entering estimated values, or using values from the eversense cgm or another cgm, can disrupt calibration and lead to significant deviations in sensor readings. Additionally, a review of the in vivo raw sensor data identified optical instability around the reported time frame. The combination of these factors may have contributed to the inaccuracies observed by the user. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report: 18 dec 2025. G3. Date received by the manufacturer? 18 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121, 4114. H6. Investigation findings updated to 4248, 3224. H6. Investigation conclusions updated to 19, 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.